Manufacturer narrative:
The device and log files were not available for evaluation. The available information does not indicate that there was a device malfunction. The serial number was not provided and no log files were available for review. The user guide provides information for performing rinse-back and states a trained and qualified observer must pay close attention to the blood line and access connections, especially when the patient is connected and disconnected. In addition, the user guide states that blood remaining in lines after rinseback may lead to blood loss and that the user should follow center¿s instructions for rinsing back blood at the end of treatment. No additional information will be provided.

Event description:
A report was received on 5-october-2016 of a (B)(6) female patient who, after completing a routine home hemodialysis treatment connected the venous patient blood line to the saline bag instead of the arterial patient bloodline resulting in an estimated blood loss of 450ml. The patient was hospitalized on (B)(6) 2016 for approximately one week. The patient recovered without sequelae.